Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was unknown. The customer was in the hospital due to a coma because she was not getting insulin from the pump. No other further information was given by the customer.